Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation or vigilance reporting.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the binaxnow covid-19 ag card for multiple patients. The customer reported four false positive results for four different patients with the binaxnow covid-19 ag card. No patient demographics were provided. Pcr confirmation testing generated negative results (CT values not provided). No additional patient information, including treatment and outcome, was provided.